Manufacturer narrative:
The patient weight was not provided. Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that there was a bend in the middle of the percutaneous lead (driveline) that seemed to have hardened and become a permanent bend. At the mid point of the bend, it appeared that the outer insulation was compromised. There were no reports indicating that pump function was affected and the integrity of the inner layers of the driveline appear intact. The system controller log file was evaluated and did not contain any data suspect of any type of driveline issue and the pump appeared to be maintaining within pump parameters. No further information was provided.

Manufacturer narrative:
It was reported that the pump cable had stiffening and outer layer jacket break both near the bend relief. The reported event was confirmed by the submitted photo. However, a specific cause for this change in flexibility and outer layer damage could not conclusively be determined through this evaluation. The submitted photo showed the in-line connector, bend relief and approximately 3 inches of pump cable distal to the bend relief. The bend relief was intact but discolored (yellow/brown). There was some material (moisture/grime) ingress underneath bend relief (on the pump end side). The pump cable had a right-angle bend near the end of the bend relief. There was a break (opening/cut) to the outer layer at the right-angle bend. Based on the photo, the break was approximately 1/4 inch in length. No internal wires were exposed; the break appeared to be to the outer layer jacket only. The pump cable was not discolored or dirty. There were no indications of internal wire damage to the driveline in the submitted system controller log files. Both controller event and periodic log files were checked. The patient remains ongoing on left ventricular assist system (lvas) support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.